Event description:
It was reported to resmed (B)(4) that the battery in the astral device will not fully charge. The device remained operational and the patient's ventilation therapy was not interrupted. Ref MFR 3004604967-2014-00034.